Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('essure removal') in a 48-year-old female patient who had essure (batch no. 100513029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2020, the patient experienced groin pain ("painful areas in groin after removal of essure"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic tubectomy with removal of essure). On (B)(6) 2020, the medical device removal had resolved. At the time of the report, the groin pain outcome was unknown. The reporter considered groin pain and medical device removal to be related to essure. The reporter commented: a laparoscopic tubectomy with removal of essure was performed in connection with the essure symptoms. The surgery was performed under general anaesthesia. The surgery was performed without complications. The patient was discharged on (B)(6) 2020. Abnormalities: none. Recommended perioperative medication: acetaminophen and diclofenac, as needed. Most recent follow-up information incorporated above includes: on 23-jul-2020: reporter added, case updated to medically confirmed, non-drug treatment of "medical device removal" and "confirmation by hcp" updated, outcome changed of "unknown" to "recovered", narrative updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of groin pain ('painful areas in groin, stopped after removal of essure') in a 48-year-old female patient who had essure (batch no. 100513029 -invalid) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2020, the patient experienced groin pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic tubectomy with removal of essure). Essure was removed on (B)(6) 2020. At the time of the report, the groin pain had resolved. The reporter considered groin pain to be related to essure. The reporter commented: as per gynecologist: a laparoscopic tubectomy with removal of essure was performed in connection with the essure symptoms. The surgery was performed under general anesthesia without complications. Recommended perioperative medication: acetaminophen and diclofenac, as needed. The patient was discharged on (B)(6) 2020. No abnormalities. Lot # 100513029 invalid quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: updated quality safety evaluation of ptc. Outcome of pain in groin areas updated to resolved. Removal of device was updated to specification of intervention for event pain in groin areas. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (batch no. 100513029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2020, the patient experienced groin pain ("painful areas in groin after removal of essure"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2020). At the time of the report, the medical device removal and groin pain outcome was unknown. The reporter considered groin pain and medical device removal to be related to essure. Amendment: the report was amended for the following reason: after internal review the event medical device removal was added, the case was upgraded to serious-incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.